Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 24-jun-2025, a clinical educator reported that on (B)(6) 2025, the user was transported to the emergency room (ER) by ems with blood glucose (bg) of 254[?]mg/dl. The user reported recent respiratory infection and was noted to have mild ketosis and metabolic acidosis in the ER. The user received 5 units of insulin and intravenous fluids, then resumed ilet use during the visit. The user remained in the ER and was not admitted. The user continued to use the ilet following the event.